Event description:
Covidien endo stitch suturing device auto suture 10 mm; being used on emergent laparoscopic bowel resection; device jammed and would not toggle. Device removed from field and replaced with another device, which functioned properly. Covidien rep was called to the room.